Event description:
It was reported that during a procedure the fiber tip broke off. The tip was retrieved. The procedure was completed with a second fiber. No patient issues were reported. Patient outcome ¿doing fine¿ reported.